Event description:
It was reported that the battery is completely dead. Multiple attempts were made to jumpstart the battery with the use of an mrx and ac module as well as with an external battery charger. There was no patient involvement.

Event description:
It was reported that the battery is completely dead. Multiple attempts were made to jumpstart the battery with the use of an mrx and ac module as well as with an external battery charger. There was no patient involvement.

Manufacturer narrative:
The reported problem was verified in the lab. The battery pack was unable to charge either in a heartstart mrx device or a cadex charger. The battery failed to trickle-charge in a cadex charger and yielded the error: ¿fail 160 - bad fuse or driver¿. Troubleshooting conducted revealed no communication with the gas gauge. The battery is faulty.